Event description:
On 10/18/2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was prompting an "er2". Per the onetouch ultramini owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began at 12:00pm on the day of event. The cca noted that the pt does not take any medication to manage his diabetes. Approx 2-3 hours after obtaining the alleged error message, the pt claimed he became "clammy" and felt as if he were going to pass out. In response to the symptoms, the pt reported that he self with food and/or drink at 3:00pm that afternoon. At the time of troubleshooting, the customer care advocate (cca) noted that the pt was using the incorrect testing technique. The alleged error message was resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.